Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a generator error 11 and it was found that there were loose wires to a capacitor in the inverter assembly. Upon removing the back cover, the generator door was not screwed shut, so the door was loose and flopping around. When investigating the generator 11 error it was found that the charge/discharge led was very dimly lit. As the clear plastic cover was removed there was a large spark and pop. It was found that both terminals on the lower right capacitor were loose by about 1/8 of an inch. This was in turn not allowing the capacitors to discharge correctly, so they were holding onto a massive amount of voltage with loose wires. When the system was moved it produced a large spark. The screws were tightened down on the capacitor and the system started working, but not without more sparks in the process. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that upon starting the system up for the day, the image acquisition system (ias) was beeping upon boot up and radiation continued to sit in a status of initializing. There was no patient present when this issue occurred.